Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was seen for initial programming. During impedance checks, the patient reported extreme pain. The closed loop stimulator (cls) was replaced and the patient is receiving adequate therapy with their new cls.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section a1 - patient identifier. Additional information: section d4 - expiration date, unique identifier (UDI) #, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The closed loop stimulator (cls) was returned for analysis. When performing functional testing of the case electrode, a disconnected electrode and unexpected impedance measurements were identified. Further analysis of the cls components was performed. The root cause was determined to be traced to the electrical insulation component (kapton tape) in the cls. Manufacturing records were reviewed and the product met requirements for release.